Event description:
Report received of a tubing rupture during a power injector contrast injection. The customer reports that the injector settings were 2.5cc's per second, 142cc's of contrast to be injected. The injector tubing was connected to the port of the tubing set. The customer believes the rupture occurred after the first 50 seconds of the injection. The rupture was not noted until the CT scan was completed and the pt was pulled out of the scanner. At that time, a large amount of blood was noted on the pt's linens. The tubing set was noted to have a one inch rip just below the connection of the injector tubing and the IV tubing. The customer states that not all of the contrast was delivered but there was enough (that infused) to give a "good" study. The IV site was discontinued and a PICC line was placed. It was unknown to the reporter what IV fluid was infusing, but it was not a critical drip that was interrupted. There was no order received for any blood work to be performed. The pt did not require a blood transfusion. There was no report of any blood contamination to the staff. There was no report of any adverse pt effect. Add'l pt info was requested, but no further info was available.